Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No off no power anomaly or low battery alert was noted. The insulin pump passed the basic occlusion test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump had been alarming for no delivery and that the batteries needed to be changed out almost every day. The mother did not recall the blood glucose reading. The insulin pump had also alerted for low battery and then off no power. The batteries were not previously used and the battery cap was not loose, cracked or damaged. The mother reported that it was the second occurrence of the off no power in less than 24 hours after the low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.